Event description:
Implanted 2003 and brachytherapy successfully delivered 18 days later for 2 days. About 6 months later pt presented with radiation necrosis deemed by the site probably to be related to the device.